Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect of stenosis is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that the patient was registered for the (B)(6) study and presented with unstable angina. A 2.25x08 mm xience alpine had also been implanted in the distal left anterior descending (lad) coronary artery on (B)(6) 2017. An abdominal aortic aneurysm procedure was scheduled and during the CT of the coronary artery on (B)(6) 2020, restenosis was suspected. No symptoms were noted but an angiography was performed and restenosis of the distal lad was confirmed. The area was treated with a drug eluting balloon and the condition improved. The patient was compliant with dual antiplatelet drug therapy. No additional information was provided.